Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a green battery icon when batteries were charged. The batteries were received with 12.71 volts direct current (vdc) and 465 siemens (s) for the first battery and 13.00 vdc and 481 s for the second battery, both within specification. The batteries were fully charged but failed at 54 minutes of load testing, 60 minutes is specification. Per data log analysis, on (B)(6) 2019 the battery is full (15/16). Before powering down the system it ran on battery backup for six minutes. The power manager determined the battery voltage dropped enough to set the battery capacity to 12/16. This may be low enough to cause a red power manager light emitting diode (led). The system is powered down and not powered up again until (B)(6) 2019. Based on three days of storage the battery capacity was likely reduced by 0.228 amp hours (ah) x 3 or 0.684 ah. This was likely low enough to cause the red power manager led as reported. The log confirms the complaint.

Manufacturer narrative:
The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications. The suspected batteries were returned to manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery icon on the central control monitor (ccm) was red. There was no patient involvement.